Event description:
The reporter noted "the k-wire broke during surgery. The distal portion of broken k-wire remained in the patient. The proximal portion of the k-wire was discarded. The reporter stated that "the surgeon felt the k wire in the patient was not problematic. In the past, k-wire were used for fixation. There was no known injury to the patient." The surgery was delayed 4 to 8 minutes due to this issue.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.